Event description:
New information received indicated that the patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented with the device reaching premature eri to clinic for follow-up. No intervention was reported. Patient condition was normal.